Event description:
Additional information was received from the patient. They reported that the cause of the lead revision was due to high settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90p01 lot# serial# (B)(6). Product type accessory product ID 978b128 lot# va2jz3k serial# implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient received a new communicator yesterday. The patient charged the communicator for 3 hours and it is still not working. Patient saw a message that said low battery. Contact the clinician. The patient connected to the implant again and saw a message that said, therapy has stopped. Replace the internal device. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2025. It was reported that the issue was not caused by normal battery depletion. The patient stated that the battery of the implant had died; the steps that will be taken to resolve the issue were unknown. The issue had not yet been resolved. The cause of the communicator not working was not determined; the most likely cause was unknown. The issue had not yet been resolved. Additional information was received from the patient. They reported that due to the high setting, it depleted. The patient stated that they will have a complete replacement and lead revision in (B)(6) 2025. The cause of the communicator not working was unknown.